Event description:
The customer stated that she performed a control test and rec'd a result of 298 mg/dl. While troubleshooting, she performed more control tests and rec'd a result of 282 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.